Manufacturer narrative:
Since the device is out of warranty the customer resolved the issue on their own, no details provided regarding the repair, however it's reported that the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a back panel failure. There was no patient involvement.